Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient has "pain and required [patient] to see a doctor frequently after the surgery and has [patient] constantly worried about whether or not things will get worse."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical spondylosis c3-4 and c4-5 and underwent the following procedures: anterior cervical discectomy with osteophytectomy c4-5, anterior cervical fusion c4-5 with bone morphogenic protein, insertion of interbody cage device c4-5, posterior cervical laminoforaminotomy c3-4 left. As per op-notes,¿ overhanging osteophytes and uncinated osteophytes were resected with the drill. The posterior longitudinal ligament was opened with a #2 f microsect curet and was resected from side-to- side with a 2 mm kerrison punch. Foraminotomies were completed on either side with a kerrison punch until a nerve hook would pass out freely with the exiting c5 nerve roots. A 5-mm interbody cage with locking screw construct was prepared and filled with small sponges of bone morphogenic protein. The inferior lip that would extend over the c5 vertebra was removed with a leksell rongeur. This was then impacted into place with nice height restoration of the disk space. The awl was used to create a perforation in the anterior c4 body and a single locking setscrew was placed in the c4 vertebra.¿ the patient tolerated the procedure well without any intraoperative complications.